Event description:
Customer alleged t motor had a bad circuit, causing chair to dlo when simply connected without even programming tilting the chair yet. Qt # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdx3se-ps, serial number/date code (B)(4) is approximately 5 years and 2 months old. The owner's manual part number 1143190 rev f (apr-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged malfunction; the chair could not be moved out of tilt position. A technician was sent to the customer's home. The customer was given a loaner chair while the technical made repairs. The dealer alleged from observation: drive lockout, which is the motor instructing the joystick not to operate properly. The dealer alleges that the t-motor has a bad circuit causing the chair to lockout. Quote # (B)(4) was requested, but the dealer's decision was to hold off on motor replacement; the issue appears to be resolved with the adjustment. The t motor was mechanically functional.